Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal and distal conductors were distorted due to kinking/buckling and the distal end of the electrode appeared bent. Visual analysis noted the lead was damaged an implant. (B)(4).

Event description:
It was reported that the lead had dislodged due to the lead screw. The lead was attempted to be implanted but not used. A different lead was used to implant. No patient complications have been reported as a result of this event.